Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gi bleeding. The patient was hospitalized and transfused with 2 units of packed red blood cells. It was later reported that the hospital increased the patient's octreotide 100 mcg tid. No bleed was identified. No further information was provided.